Event description:
It was reported that the customer had a button error alarm and keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the she pushing the button on and off and they don't respond. The customer stated that she cannot clear the button error alarm. The customer stated that she keep pushed the button and the number keep ramping up by themselves. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No button error alarms were noted. However, corroded keypad traces were noted during the visual inspection.